Manufacturer narrative:
The investigation confirmed that the power load system would not load a cot in powered mode however the power load system could still be used manually to load and transport a cot.

Event description:
It was reported that the power load system had malfunctioned and the cot was unable to be loaded as a result of worn latches. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the power load system had malfunctioned and the cot was unable to be loaded as a result of worn latches. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.